Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the blower bellows and the bellows clip was found. The blower bellows and bellows clip were replaced. In addition, the device failed a step during testing. The device was recalibrated to address the issue.